Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output on hyporepeat. Patient's mother called without reciever and said she will call back later. She never did call back.